Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, feeling abnormal ("brain fog"), abdominal distension ("bloating"), arthralgia ("joint pain") and loss of libido ("loss of libido"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, feeling abnormal, abdominal distension, arthralgia and loss of libido outcome was unknown. The reporter considered abdominal distension, arthralgia, feeling abnormal, hypersensitivity and loss of libido to be related to essure. Diagnostic results: on or about (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune symptoms") and systemic inflammatory response syndrome ("systemic inflammation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, sprained ankle, rash trunk, rash trunk, seasonal allergy, rash, amenorrhea, dermatitis, constipation, weight loss, genital herpes simplex, acne and joint pain. *on or about (B)(6), 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: alesse. Concurrent conditions included vitamin b12 deficiency, pap smear abnormal, dermatofibroma, herpes nos, plantar fasciitis, back pain, libido decreased, diverticulosis, depression, anxiety, early menopause, metrorrhagia, fibroids, cervical dysplasia, stomach pain, gastrointestinal pain, pruritus, hot flashes, blood glucose increased, anal pain, external hemorrhoids, eczema, melanocytic nevus, vaginal itching, bladder pain, hand pain, vaginal dryness, menopause, hirsutism, thoracic pain, lactose intolerance, nocturia, uterine leiomyoma, seborrheic dermatitis, gas pain, foggy feeling in head and achilles tendonitis. Concomitant products included aciclovir sodium (acyclovir abbott vial), estriol, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (kenalog comp. Med mycostatin), hydrocortisone, loratadine, pseudoephedrine sulfate (claritin-d allergy), magnesium, progesterone, progesterone (prometrium), sulfamethoxazole;trimethoprim (bactrim), triamcinolone acetonide and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), urinary tract infection ("(bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("(bladder/urinary tract/vaginal vaginitis"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, abdominal distension ("bloating"), arthralgia ("joint pain/chronic joint pain"), loss of libido ("loss of libido"), allergy to metals ("allergic or hypersensitivity reaction type: items containing nickel"), pruritus ("rashes or skin conditions type: itchy patches on lower back,"), gastrointestinal inflammation ("inflammation in my digestive system"), plantar fasciitis ("plantar fasciitis"), tendonitis ("achilles tendinitis"), carpal tunnel syndrome ("carpel tunnel"), neck pain ("neck pain"), back pain ("lower back pain"), premature menopause ("early menopause"), autoimmune disorder (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant) and medical device discomfort ("I can feel the right one poking me sometimes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, feeling abnormal, abdominal distension, arthralgia, loss of libido, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, gastrointestinal inflammation, plantar fasciitis, tendonitis, carpal tunnel syndrome, neck pain, back pain, premature menopause, autoimmune disorder, systemic inflammatory response syndrome and medical device discomfort outcome was unknown and the vaginal infection, anxiety, depression, pruritus, dysmenorrhoea, dyspareunia, pelvic pain and fatigue had resolved. The reporter provided no causality assessment for autoimmune disorder, back pain, carpal tunnel syndrome, gastrointestinal inflammation, medical device discomfort, neck pain, plantar fasciitis, premature menopause, systemic inflammatory response syndrome and tendonitis with essure. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypersensitivity, loss of libido, menorrhagia, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Satisfactory location of essure micro inserts bilaterally complete tubal occlusion. Pathology test - on (B)(6) 2016: focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa; on (B)(6) 2018: right fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality b. Left fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality; on an unknown date: vitamin d, 25-0h, total- shows low level- 25l- optimal is 60-80 (reference range is 30-100 ng/ml); on (B)(6) 2016: endocervix, curettage: - focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa.; on (B)(6) 2016: lab report shows high glucose level- 103mg/dl (normal range- 65 -99mg/dl) lab report shows low vitamin b12 level- 436pg/ml which is less than 50% (normal range- 200-1100 pg/ml). Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were reported via social media:inflammation in my digestive system,plantar fasciitis, achilles tendinitis, carpel tunnel, neck pain, lower back pain,early menopause,autoimmune symptoms, systemic inflammation, I can feel the right one poking me sometimes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr+social media received :following events were added : abnormal bleeding(vaginal,menorrhagia), allergic or hypersensitivity reaction type: items containing nickel, bladder/urinary tract/vaginal) type: uti, vaginitis, depression,anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, pain, fatigue, inflammation in my digestive system, plantar fasciitis, achilles tendinitis, carpel tunnel, neck pain, lower back pain, early menopause, autoimmune symptoms, systemic inflammation, I can feel the right one poking me sometimes. Medical history and concomitant conditions and products added. Historical drug added. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reactions'), autoimmune disorder ('autoimmune symptoms') and systemic inflammatory response syndrome ('systemic inflammation') in an adult female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, sprained ankle, rash trunk, rash trunk, seasonal allergy, rash, amenorrhea, dermatitis, constipation, weight loss, genital herpes simplex, acne, joint pain and pregnancy test urine negative. *on or about (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: alesse. Concurrent conditions included vitamin b12 deficiency, pap smear abnormal, dermatofibroma, herpes nos, plantar fasciitis, back pain, libido decreased, diverticulosis, depression, anxiety, early menopause, metrorrhagia, fibroids, cervical dysplasia, stomach pain, gastrointestinal pain, pruritus, hot flashes, blood glucose increased, anal pain, external hemorrhoids, eczema, melanocytic nevus, vaginal itching, bladder pain, hand pain, vaginal dryness, menopause, hirsutism, thoracic pain, lactose intolerance, nocturia, uterine leiomyoma, seborrheic dermatitis, gas pain, foggy feeling in head, achilles tendonitis and uterine polyp. Concomitant products included aciclovir sodium (acyclovir abbott vial), estriol, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (kenalog comp. Med mycostatin), hydrocortisone, loratadine, pseudoephedrine sulfate (claritin-d allergy), magnesium, progesterone, progesterone (prometrium), sulfamethoxazole;trimethoprim (bactrim), triamcinolone acetonide and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog/brain fog"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding(vaginal,menorrhagia)"), urinary tract infection ("(bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("(bladder/urinary tract/vaginal vaginitis"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, abdominal distension ("bloating"), arthralgia ("joint pain/chronic joint pain"), loss of libido ("loss of libido"), allergy to metals ("allergic or hypersensitivity reaction type: items containing nickel"), pruritus ("rashes or skin conditions type: itchy patches on lower back,"), gastrointestinal inflammation ("inflammation in my digestive system"), plantar fasciitis ("plantar fasciitis"), tendonitis ("achilles tendinitis"), carpal tunnel syndrome ("carpel tunnel"), neck pain ("neck pain"), back pain ("lower back pain"), premature menopause ("early menopause"), autoimmune disorder (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant) and medical device discomfort ("I can feel the right one poking me sometimes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, feeling abnormal, abdominal distension, arthralgia, loss of libido, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, urinary tract infection, gastrointestinal inflammation, plantar fasciitis, tendonitis, carpal tunnel syndrome, neck pain, back pain, premature menopause, autoimmune disorder, systemic inflammatory response syndrome and medical device discomfort outcome was unknown and the vaginal infection, anxiety, depression, pruritus, dysmenorrhoea, dyspareunia, pelvic pain and fatigue had resolved. The reporter provided no causality assessment for autoimmune disorder, back pain, carpal tunnel syndrome, gastrointestinal inflammation, medical device discomfort, neck pain, plantar fasciitis, premature menopause, systemic inflammatory response syndrome and tendonitis with essure. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, hypersensitivity, loss of libido, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of expiration: (B)(6) 2015. Number of coils visible in the uterine cavity: right: 2 left: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion satisfactory location of essure micro inserts bilaterally complete tubal occlusion.. Pathology test - on an unknown date: vitamin d, 25-0h, total- shows low level- 25l- optimal is 60-80 (reference range is 30-100 ng/ml); on (B)(6) 2016: focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa; on (B)(6) 2016: endocervix, curettage: - focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa.; on (B)(6) 2016: lab report shows high glucose level- 103mg/dl (normal range- 65 -99mg/dl) lab report shows low vitamin b12 level- 436pg/ml which is less than 50% (normal range- 200-1100 pg/ml); on (B)(6) 2018: right fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality b. Left fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were reported via social media:inflammation in my digestive system,plantar fasciitis, achilles tendinitis, carpel tunnel, neck pain, lower back pain,early menopause,autoimmune symptoms, systemic inflammation, I can feel the right one poking me sometimes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distension, tendonitis, rash, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient's medical history and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, feeling abnormal ("brain fog"), abdominal distension ("bloating"), arthralgia ("joint pain") and loss of libido ("loss of libido"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, feeling abnormal, abdominal distension, arthralgia and loss of libido outcome was unknown. The reporter considered abdominal distension, arthralgia, feeling abnormal, hypersensitivity and loss of libido to be related to essure. Diagnostic results: on or about (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reactions'), autoimmune disorder ('autoimmune symptoms') and systemic inflammatory response syndrome ('systemic inflammation') in an adult female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, sprained ankle, rash trunk, rash trunk, seasonal allergy, rash, amenorrhea, dermatitis, constipation, weight loss, genital herpes simplex, acne and joint pain. *on or about april 30, 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: alesse. Concurrent conditions included vitamin b12 deficiency, pap smear abnormal, dermatofibroma, herpes nos, plantar fasciitis, back pain, libido decreased, diverticulosis, depression, anxiety, early menopause, metrorrhagia, fibroids, cervical dysplasia, stomach pain, gastrointestinal pain, pruritus, hot flashes, blood glucose increased, anal pain, external hemorrhoids, eczema, melanocytic nevus, vaginal itching, bladder pain, hand pain, vaginal dryness, menopause, hirsutism, thoracic pain, lactose intolerance, nocturia, uterine leiomyoma, seborrheic dermatitis, gas pain, foggy feeling in head and achilles tendonitis. Concomitant products included aciclovir sodium (acyclovir abbott vial), estriol, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (kenalog comp. Med mycostatin), hydrocortisone, loratadine, pseudoephedrine sulfate (claritin-d allergy), magnesium, progesterone, progesterone (prometrium), sulfamethoxazole;trimethoprim (bactrim), triamcinolone acetonide and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced feeling abnormal ("brain fog/brain fog"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), urinary tract infection ("(bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain") and fatigue ("fatigue"). In may 2015, the patient experienced vaginal infection ("(bladder/urinary tract/vaginal vaginitis"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, abdominal distension ("bloating"), arthralgia ("joint pain/chronic joint pain"), loss of libido ("loss of libido"), allergy to metals ("allergic or hypersensitivity reaction type: items containing nickel"), pruritus ("rashes or skin conditions type: itchy patches on lower back,"), gastrointestinal inflammation ("inflammation in my digestive system"), plantar fasciitis ("plantar fasciitis"), tendonitis ("achilles tendinitis"), carpal tunnel syndrome ("carpel tunnel"), neck pain ("neck pain"), back pain ("lower back pain"), premature menopause ("early menopause"), autoimmune disorder (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant) and medical device discomfort ("I can feel the right one poking me sometimes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, feeling abnormal, abdominal distension, arthralgia, loss of libido, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, gastrointestinal inflammation, plantar fasciitis, tendonitis, carpal tunnel syndrome, neck pain, back pain, premature menopause, autoimmune disorder, systemic inflammatory response syndrome and medical device discomfort outcome was unknown and the vaginal infection, anxiety, depression, pruritus, dysmenorrhoea, dyspareunia, pelvic pain and fatigue had resolved. The reporter provided no causality assessment for autoimmune disorder, back pain, carpal tunnel syndrome, gastrointestinal inflammation, medical device discomfort, neck pain, plantar fasciitis, premature menopause, systemic inflammatory response syndrome and tendonitis with essure. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypersensitivity, loss of libido, menorrhagia, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-apr-2013: total bilateral occlusion satisfactory location of essure micro inserts bilaterally complete tubal occlusion.. Pathology test - on an unknown date: vitamin d, 25-0h, total- shows low level- 25l- optimal is 60-80 (reference range is 30-100 ng/ml); on 08-apr-2016: focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa; on 08-apr-2016: endocervix, curettage: focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa.; on 11-oct-2016: lab report shows high glucose level- 103mg/dl (normal range- 65 -99mg/dl) lab report shows low vitamin b12 level- 436pg/ml which is less than 50% (normal range- 200-1100 pg/ml); on 14-feb-2018: right fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality b. Left fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality. Pregnancy test - on 24-jan-2013: negative. Concerning the injuries reported in this case, the following ones were reported via social media:inflammation in my digestive system,plantar fasciitis, achilles tendinitis, carpel tunnel, neck pain, lower back pain,early menopause,autoimmune symptoms, systemic inflammation, I can feel the right one poking me sometimes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reactions'), autoimmune disorder ('autoimmune symptoms') and systemic inflammatory response syndrome ('systemic inflammation') in an adult female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, sprained ankle, rash trunk, rash trunk, seasonal allergy, rash, amenorrhea, dermatitis, constipation, weight loss, genital herpes simplex, acne and joint pain. *on or about (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: alesse. Concurrent conditions included vitamin b12 deficiency, pap smear abnormal, dermatofibroma, herpes nos, plantar fasciitis, back pain, libido decreased, diverticulosis, depression, anxiety, early menopause, metrorrhagia, fibroids, cervical dysplasia, stomach pain, gastrointestinal pain, pruritus, hot flashes, blood glucose increased, anal pain, external hemorrhoids, eczema, melanocytic nevus, vaginal itching, bladder pain, hand pain, vaginal dryness, menopause, hirsutism, thoracic pain, lactose intolerance, nocturia, uterine leiomyoma, seborrheic dermatitis, gas pain, foggy feeling in head and achilles tendonitis. Concomitant products included aciclovir sodium (acyclovir abbott vial), estriol, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (kenalog comp. Med mycostatin), hydrocortisone, loratadine, pseudoephedrine sulfate (claritin-d allergy), magnesium, progesterone, progesterone (prometrium), sulfamethoxazole;trimethoprim (bactrim), triamcinolone acetonide and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog/brain fog"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), urinary tract infection ("(bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic pain") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("(bladder/urinary tract/vaginal vaginitis"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) with rash, abdominal distension ("bloating"), arthralgia ("joint pain/chronic joint pain"), loss of libido ("loss of libido"), allergy to metals ("allergic or hypersensitivity reaction type: items containing nickel"), pruritus ("rashes or skin conditions type: itchy patches on lower back,"), gastrointestinal inflammation ("inflammation in my digestive system"), plantar fasciitis ("plantar fasciitis"), tendonitis ("achilles tendinitis"), carpal tunnel syndrome ("carpel tunnel"), neck pain ("neck pain"), back pain ("lower back pain"), premature menopause ("early menopause"), autoimmune disorder (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant) and medical device discomfort ("I can feel the right one poking me sometimes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, feeling abnormal, abdominal distension, arthralgia, loss of libido, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, gastrointestinal inflammation, plantar fasciitis, tendonitis, carpal tunnel syndrome, neck pain, back pain, premature menopause, autoimmune disorder, systemic inflammatory response syndrome and medical device discomfort outcome was unknown and the vaginal infection, anxiety, depression, pruritus, dysmenorrhoea, dyspareunia, pelvic pain and fatigue had resolved. The reporter provided no causality assessment for autoimmune disorder, back pain, carpal tunnel syndrome, gastrointestinal inflammation, medical device discomfort, neck pain, plantar fasciitis, premature menopause, systemic inflammatory response syndrome and tendonitis with essure. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypersensitivity, loss of libido, menorrhagia, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion satisfactory location of essure micro inserts bilaterally complete tubal occlusion.. Pathology test - on an unknown date: vitamin d, 25-0h, total- shows low level- 25l- optimal is 60-80 (reference range is 30-100 ng/ml); on (B)(6) 2016: focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa; on (B)(6) 2016: endocervix, curettage: - focal low-grade squamous intraepithelial lesion (lsil, mild dysplasia, cervical intraepithelial neoplasia (cin) I) present in transformation zone mucosa.; on (B)(6) 2016: lab report shows high glucose level- 103mg/dl (normal range- 65 -99mg/dl) lab report shows low vitamin b12 level- 436pg/ml which is less than 50% (normal range- 200-1100 pg/ml); on (B)(6) 2018: right fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality b. Left fallopian tube, ligation: - complete cross sections of fallopian tube with no diagnostic abnormality. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were reported via social media:inflammation in my digestive system,plantar fasciitis, achilles tendinitis, carpel tunnel, neck pain, lower back pain,early menopause,autoimmune symptoms, systemic inflammation, I can feel the right one poking me sometimes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet received. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.